Manufacturer narrative:
Olympus inspected the device at the service department of olympus trading (B)(4). The inspection of the device confirmed followings; -foreign material exited from the nozzle. -when the angle lock of the bending section was released, the angle return was bad. -there was play in the angle knob. (B)(4) repaired the device and returned it to the hospital on (B)(6) 2021. Olympus engineer confirmed at the hospital that the device had no malfunction. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the reported phenomenon, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; -foreign material such as the lens cleaner applied to the objective lens surface was clogged. -fibrous lint generated from waste cloth and paper towels used for cleaning and disinfection was clogged. -residues such as chemicals remained in the nozzle due to insufficient rinsing after cleaning. If significant additional information is received, this report will be supplemented.

Event description:
Olympus representative reported that the nozzle of the device was blocked. Reportedly, foreign material exited from the nozzle. These events were found in the hospital. The device was an olympus asset. There was no report of patient injury associated with this event.